Event description:
The pt underwent CABG with placement of the lima to the lad and svgs with connectors to the rca and ramus. Fifty-nine days postoperatively, the pt was readmitted for chest pain. The svg-rca was 70% stenosed at the connector and the svg-ramus was 95% stenosed at the connector and stents were placed. The lad was also stented. Fifty-five days after the first intervention, the svg-rca was 80% stenosed at the connector and ptca/brachytherapy were performed. The graft body of the svg-ramus was 90% stenosed and was stented. Forty-nine days following the second intervention. The svg-ramus was occluded and the lad had 90% in-stent restenosis and ptca/brachytherapy were performed. The pt had a small, non-q-wave mi after the second intervention.